Event description:
Reporter indicated that his programming wand was not working. Troubleshooting was performed, but the problem persisted. Product has been requested, but has not been returned to manufacturer to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.